Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was flashing. The patient's blood glucose at the time of incident is unknown. The customer was playing volleyball when the insulin pump got bumped--the flashing and beeping started then. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank flashing white lcd with audio beeps due to cracked lcd controller. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to flashing white lcd. Device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and cracked select button on keypad overlay's.